Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of the stenotic lesion in brachial vein, the pta balloon allegedly ruptured at 30 atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: conquest pta catheter was returned without product packaging and label. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 4cm balloon. The balloon was returned within an unbranded 6fr introducer sheath. The entire balloon was extended past the distal end of the introducer sheath. The sheath was examined under microscopic magnification (16x). The proximal end of the sheath is buckled, indicating retraction issues. Unraveled fibers can be identified on the proximal cone of the balloon. No other anomalies were noted to the device. Functional/performance evaluation: an in-house guidewire was inserted and retracted without issue. The balloon was stripped of its fibers. A longitudinal rupture was observed 5.3cm from the distal tip. The longitudinal rupture was measured to be 0.4cm in length. No further functional testing could be performed. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based on the sample condition, the investigation is confirmed for a longitudinal rupture, retraction issues, and unraveled material. Per the event details, the balloon ruptured at 30atm. The rated burst pressure (rbp) for this balloon size is 30atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture or difficulty in deflation may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon was overpressurized past 25atm. It is likely that the ruptured balloon contributed to the retraction difficulties, identified on the returned sheath. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of the stenotic lesion in brachial vein, the pta balloon allegedly ruptured at 30 atm. There was no reported patient injury.